Event description:
Please refer to report 3006946279-2018-00228.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The combination between the item and the batch numbers communicated does not match in our database. Confirmation on the product identification numbers are pending. The device will not be returned to the manufacturer as it has been discarded. Therefore it will not be possible to have it analyzed. The device history record could not been reviewed as the combination item and lot number communicated were not correct. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Item/lot number communicated not correct.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge. A new item was used to finish the surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.